Event description:
It was reported that a patient death occurred. The patient underwent a concomitant pulse field ablation (pfa) and a left atrial appendage (laa) closure procedure. The patient was hospitalized two weeks prior for pneumonia and discharged. They presented the day of the procedure slightly hypoxic and with a lower hemoglobin level. Femoral access was gained with some difficulty having to use some dilation. A baseline pericardial effusion that was also noted on pre-computed tomography (CT), and premeasurements were obtained of the appendage. A faradrive sheath was used and ablation with the farawave catheter was successfully completed. The faradrive sheath was removed from the patient, and the ablation procedure was completed. A watchman access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was into the laa of the patient. Ice imaging showed that the appendage appeared to have a slight increase in smoke and overall looked sluggish. The physician inserted the wds and deployed the closure device, but it appeared to be proximal. The device was recaptured and the physician noted that the patient's blood pressures was dropping. The patient received cardiopulmonary resuscitation and a pericardiocentesis then needed to be performed. 500ccs of fluid were pulled and the pericardial effusion was no longer present. The patient became stable and the physician decided to continue with the procedure. A new wds was then used to successfully complete the procedure with a closure device implanted in the laa of the patient. The patient was sent to the intensive care unit (ICU) with the pericardial tap still in place. Monitoring of the tap showed no changes once in the ICU, but the patient's blood pressure continued to drop. It was decided to bring the patient back to the lab to attempt placing a temporary artificial heart pump. Imaging was finally obtained and showed that the tap had become occluded and that there was indeed more pericardial effusion that was not being pulled. The patient ultimately decompensated and died later that night.

Event description:
It was reported that a patient death occurred. The patient underwent a concomitant pulse field ablation (pfa) and a left atrial appendage (laa) closure procedure. The patient was hospitalized two weeks prior for pneumonia and discharged. They presented the day of the procedure slightly hypoxic and with a lower hemoglobin level. Femoral access was gained with some difficulty having to use some dilation. A baseline pericardial effusion that was also noted on pre-computed tomography (CT), and premeasurements were obtained of the appendage. A faradrive sheath was used and ablation with the farawave catheter was successfully completed. The faradrive sheath was removed from the patient, and the ablation procedure was completed. A watchman access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was into the laa of the patient. Ice imaging showed that the appendage appeared to have a slight increase in smoke and overall looked sluggish. The physician inserted the wds and deployed the closure device, but it appeared to be proximal. The device was recaptured and the physician noted that the patient's blood pressures was dropping. The patient received cardiopulmonary resuscitation and a pericardiocentesis then needed to be performed. 500ccs of fluid were pulled and the pericardial effusion was no longer present. The patient became stable and the physician decided to continue with the procedure. A new wds was then used to successfully complete the procedure with a closure device implanted in the laa of the patient. The patient was sent to the intensive care unit (ICU) with the pericardial tap still in place. Monitoring of the tap showed no changes once in the ICU, but the patient's blood pressure continued to drop. It was decided to bring the patient back to the lab to attempt placing a temporary artificial heart pump. Imaging was finally obtained and showed that the tap had become occluded and that there was indeed more pericardial effusion that was not being pulled. The patient ultimately decompensated and died later that night.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman flx? Pro was discarded; therefore, returned device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60240 batch # 0037392314. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include pericardial effusion with cardiac tamponade (additional device required), hypotension, (medication required) and death (resuscitation, intensive care). Risk review: a risk review was completed and confirmed that the events of pericardial effusion with cardiac tamponade, hypotension, and death were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.